Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The df-1 lead connected to the proximal port was a non-boston scientific product. The vectors were isolated and it indicated both the distal and proximal coils were causing the high shock impedances. A venogram was performed, which indicated an superior vena cava (svc) occlusion. Subsequently, a revision procedure was performed. This rv lead and the df-1 lead connected to the proximal port were explanted and replaced. In addition, the crt-d was explanted and replaced. No additional adverse patient effects were reported.